Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn and the metal part was exposed. The wire of grasping section which connected with the handle to open and close the grasping section was deformed and broken. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows; do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to fall off or premature wear in the grasping surface.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, it was found the wire of grasping section was broken and the tissue pad was worn. There was no patient injury reported. No further information was provided. On (B)(6) 2019, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was severely worn. This is the report regarding the severely worn of the tissue pad.